Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapies due to sinus tachycardia. The patient stopped taking beta blocker therapy prior to the event. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.